Event description:
It was reported on an unknown procedure on an unknown date the el314 jaws became loose and would not properly hold clips. This happened with a second device. It is unknown how the case was completed. There was no consequence to the pt.